Event description:
Caller states the patient tested 4.5 inr on the coaguchek xs plus system and 2.24 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.